Event description:
Pt admitted for removal and replacement of bilateral breast implants due to bilateral capsular breast contractures with pain and hardness. The right breast capsule was very thick and calcified and had dacron patches on the posterior superior portion. This area was difficult to dissect free from the surrounding tissue and the implant was torn in the process. The left breast capsule was very densely adherent and calcified with dacron patches in posterior superior portion. The implant was torn during manipulation due to the dense adherence. The surface of the implant was noted to be covered with a sticky material. Left and right implants weigh 270 gm 300 cc saline implants were filled with 315 cc saline and used as replacements. Mocroscopic description of capsules showed dystrophic calcification and foreign body giant cell reaction. Left capsule demonstrated vacuolated spaces suggested for inspissated foreign material.